Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional reporting was received that surgery occurred to explant and replace the leads, which resolved the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30645. It was reported that the patient's therapy was decreasing by itself, and high impedances were measured at the lead contacts. X-ray imaging revealed the occurrence of lead migration. As a result, surgery may occur to address the issue.